Event description:
It was reported that the pt experienced a cerebrospinal fluid leak following a new pump and catheter implant. The hcp had attempted several interventions to stop the csf leak without success. The hcp planned to replace the catheter. The hcp was also considering programming the pump to minimum rate mode, with the catheter removed from the intrathecal space and tied off, until the csf leak could be stopped.

Manufacturer narrative:
(B)(4).